Manufacturer narrative:
Additional information received: it was confirmed that the occlusion of the lcca was unintentionally performed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant stent graft system was implanted in the patient for the endovascular treatment of a subacute type b dissection. Non mdt stent graft systems were implanted during the index procedure and chevar technique performed in the lcca. It was noted from the l cia distally the true lumen was almost occluded. It was reported during the index procedure the valiant stent graft was slightly advanced forward and covered the lcca. A non mdt was implanted to extend to the terminal aorta. The lcca was then punctured and the ostium secured with a non mdt stent. The renals were stented using non mdt stents. Approximately 5 weeks post the index procedure, the patient presented in cardiac arrest. A CT confirmed ascending dissection. Despite performing resuscitation cardiac arrest was not resolved and the patient expired. Per the physician, the cause of the event was possibly due to the large diameter of the ascending aorta or in part due to the chimney technique performed for the lcca. The cause of death although not confirmed was suspected as retrograde type a aortic dissection (rtad).

Manufacturer narrative:
Updated post completion of investigation. If information is provided in the future, a supplemental report will be issued.